Manufacturer narrative:
A device history record is not available due to insufficient device data. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: 5 allergan device ruptures.

Event description:
Patient representative reported an unknown side device rupture. The status of device is currently unknown.

Event description:
Patient representative reported an unknown side device rupture. The status of device is currently unknown.